Event description:
It was reported that the patient¿s stimulator was not working. It was unknown when the stimulator stopped working but the patient¿s physician was aware of the issue and did not feel like explanting was appropriate. The intent of the call was for MRI guidelines. Additional information about the event was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).